Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: no power issues observed in the black box download. Battery compartment is cracked above and below bumper pad. Threads inside the battery compartment are stripped. No damage found to battery cap. Battery cap unable to attach to pump securely, power loss and reboots duplicated. A test battery cap was unable to attach to pump securely, power loss and reboots duplicated with test cap. Pump opened and no damage found to power circuit.